Event description:
It was reported through a scientific article from the cntt (the 18th annual conference on neurosurgical techniques and tools) that an angio-seal was selected for use. The title of the article is "advantage and disadvantage of angio-seal regarding homeostasis after surgery post carotid artery stenting (cas)." All carotid artery stenting (cas) deployment cases were performed between 2004-2008 and a total cases utilized an angio-seal vascular closure device. It was reported that four cases had unknown adverse events that came from the puncture site and two cases resulted in death (or morbidity). The event date and the deploying physician is unknown. No additional information is available.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined.